Manufacturer narrative:
(B)(4).once the investigation has been completed any additional information will be reported in a supplemental report.unknown star sliding core.

Event description:
It is reported by the surgeon, that he revised a star implant. The poly was broken. Slight loss of correction between 2012 and 2015, fibular plate broken, bone healed. Poly only was exchanged to 8mm. Tibial/talar components not loose and no scratches. Arthrolysis, synovectomy and implant removal was done.